Event description:
It was reported the pt had been experiencing the need to recharge his ipg more frequently. The pt has stimulation and is able to maintain communication between the ipg and the external devices. Replacement external devices were used to no avail. Pt's parameters were also reprogrammed to lower the frequency to avoid the recharge burden to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.